Manufacturer narrative:
Additional information: g1 plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient experienced hyperglycemia and went to the emergency room to complete their treatment. There was no indication if the patient was hospitalized. The date of event is unknown. There was no specific allegation these events were due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Subsequent attempts to obtain additional clinical information have thus far proven unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2021, fresenius became aware this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) went to the emergency room for severe hyperglycemia. No additional information provided during intake. Subsequent attempts to obtain additional information (admission diagnosis, discharge summary, patient demographics) have thus far proven unsuccessful. Based on the available information, the patient¿s liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Therefore, the completion of a clinical investigation is not required at this time.

Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient experienced hyperglycemia and went to the emergency room to complete their treatment. There was no indication if the patient was hospitalized. The date of event is unknown. There was no specific allegation these events were due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Subsequent attempts to obtain additional clinical information have thus far proven unsuccessful.